Event description:
The skin was quite thin at the superficial portion of the pump; the skin was eroding. A new pump pocket was surgically created. The patient recovered without sequela. The device system was used to deliver hydromorphone.